Manufacturer narrative:
Event date is an estimate. Additional components potentially involved in the event include: common device name: scs octrode lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's lead migrated and the patient lost effective therapy. As a result, the patient elected to have the system explanted. It is unknown which lead migrated.

Manufacturer narrative:
D4 - lot number updated.